Manufacturer narrative:
The preimplantation kit is provided for customer convenience for institutions that want to pre-test valves/shunts prior to implantation. Medtronic neurosurgery states in its IFU, pre-implantation testing is not necessary since valves are 100% performance tested at the time of manufacture. A discrepancy between labeled components and outer box expiration date was noted. Despite this discrepancy, existing data supports performance and sterility of all items. Therefore, the reported event does not pose a significant patient risk. No injury to the patient was reported.

Event description:
It was reported to medtronic neurosurgery that the kit has an expiration date of 12/2012 but all of the components within the kit had different expiration dates, none of which were 12/2012. The patient was open during this discovery while the product was opened in the sterile field resulting in a 30 minute delay in surgery.